Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that all impedances were out of range. The patient was going to have the system replaced and was keeping the battery off until the replacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative (rep) who was implanted with an implantable neurostimulator (ins). It was reported that patient said something was off with spinal cord stimulation. The patient was asked if there were any external factors that may have contributed to the event but nothing happened. X-ray's were ordered. No actions were taken but read battery and impedance off all of the electrodes. The issue did not resolve. Surgical intervention is planned. The patient is alive with no injury.

Event description:
Additional information received from the manufacturer representative reported that the date of the surgery was on (B)(6).

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. The rep saw the patient today with impedances that showed >10,000 ohms on all contacts. The patient was reporting that about 6 months ago, noticed a change in her therapy. After meeting with the rep on (B)(6) 2021, the patient tried to increase stimulation but stim was too strong and was shocking to the patient. Rep completed troubleshooting prior to call to technical services (ts) today. Ts asked if patient mentioned a change in charging duration or charging interval to which rep stated they had asked and patient reported no changes in charging. Rep tried to better understand what therapy was feeling like for patient but it was mentioned that it was not as good as the trial but, patient was satisfied enough with outcome until it started changing on the patient. They are going to bring in a wens to test the lead to confirm components they need to replace. Patient's husband mentioned that they need to pull fairly hard on the sticky patches that patient uses while charging and was wondering if that pressure could have caused an issue with the system. Ts reviewed depending on how much pressure is being placed on the ins or around it, damage could occur but it could also be something not related to the charging patches. The issue was not resolved through troubleshooting. Revision surgery is still being planned to determine if the lead or the ins are the related to this event.